Event description:
Review of information indicates high right ventricular pacing impedance and oversensing. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. A lawsuit further alleged that the patient "sustained and will continue to sustain severe physical injuries and/or increased risk of death, loss of companionship and society, severe emotional distress, mental anguish, economic losses and other damages". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of information indicates high right ventricular pacing impedance and oversensing. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. A lawsuit further alleged that the patient "sustained and will continue to sustain severe physical injuries and/or increased risk of death, loss of companionship and society, severe emotional distress, mental anguish, economic losses and other damages". No further patient complications have been reported as a result of this event. No conclusion can be drawn impedance, high oversensing device remains activated.